Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient's glucose reached 295 mg/dl, while wearing the pod between 4 and 24 hours on the arm. Upon inspection, it was noticed that the cannula was not properly inserted into the skin. The site was found swollen, irritated itchy, bloody and painful after pod removal. A new pod was applied to treat the hyperglycemia.